Manufacturer narrative:
Unit was received in the field for evaluation. Refer to evaluation # (B)(4) - handpiece was received without cap, slightly bent connector pins, a slightly kinked admin tube, and a bent needle. Handpiece initially failed prime, stating "fluid path blocked", but once admin tube was straightened out, prime was successful. The DHR for microtip lot 19213-03 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Would not prime.